Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the plastic was chipped off when reservoir was changing. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was rejecting the new batteries. Customer stated that the rewind process was noisier. Customer stated that the insulin pump received a no delivery alarms. Customer stated that the buttons on the insulin pump was worn down. Customer also stated that the battery was harder to remove because the battery cap was bent. The device will not be returned for analysis.